Manufacturer narrative:
Maquet cardiopulmonary ag is aware of similar complaints showing a similar malfunction and an internal process ((B)(4)) was initiated to determine the most probable root cause and to implement the appropriate corrective action. This data is being handled through a designated maquet cardiopulmonary tracking and trending process. Abbreviation mrb: material review board. Add'l info: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 501(k): k082117.

Manufacturer narrative:
The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process (B)(4) to address the appropriate corrective and preventive action. Determining the root cause is still under investigation. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
According to the customer: "blood leak through the de-airing membrane during perfusion. Foam and blood keeps dripping. They decide not to exchange the oxygenator. But phone me to watch problem and take oxy back." (B)(4).

Manufacturer narrative:
(B)(4). Result of the root cause analysis the root cause was identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 is not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: -the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. -the functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. -the softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane

Event description:
(B)(4). This is 3 follow-up for the initial report that was submitted on paper april 20,2015 under MFR report # 8010762-2015-00384. Follow-up 1 was also submitted on paper oct 3,2015 under MFR report # 8010762-2015-00384. Follow-up 2 was submitted electronically on march 17,2016; erroneously under MFR report # 8010762-2016-00191.